Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was poor barrier separation seen in twenty (20) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-jul-2025. Investigation summary bd received 10 samples and one photo for investigation. The photo illustrates the customer's indicated failure mode of poor barrier separation. The 10 returned samples underwent visual inspection with no issues identified, and five of these samples were submitted for functional tests. All test results were within specification limits. Additionally, 100 retained samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was poor barrier separation seen in twenty (20) tubes. No adverse impact was reported regarding the patient or user.